Event description:
The catheter broke off and came uncoiled. The distal portion of the catheter remains in the patient's spinal column. It was felt the patient's anatomy - spinous processes that were very close together - caused the catheter to be sheared. The patient is reported to be doing fine now with no signs or symptoms associated with the retained catheter fragment.